Manufacturer narrative:
Product was returned and investigation was performed. A download of the logs indicate that the nvm5 was not in use at the time of the reported event. Edge cards were replaced unrelated to reported event. Unit underwent preventive maintenance and was returned back to stock.

Event description:
On (B)(6) 2018 patient underwent a lumbar procedure at the s1 level. As per reporter device provided inaccurate readings and a screw breach was noted post-operatively. Patient underwent a revision procedure on (B)(6) 2018.